Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 33mm bioprosthesis was implanted using non-pledgeted suturing technique. Immediately following the implant, severe paravalvular leak (pvl) was noted. Upon further examination, a portion of the annular tissue had dehisced from the valve. The surgeon reported that this was a result of the patient's friable annular tissue. The pvl was repaired with sutures. Following this, severe aortic regurgitation developed. Further examination revealed that the non-coronary leaflet of the native aortic valve had become entrapped during the repair of the mitral valve pvl. There was also a perforation at the base of the leaflet. As a result of the damage to the aortic valve, it was replaced with a non-medtronic bioprosthesis. After replacement of the aortic valve, a 1.5cm x 1cm hole was discovered in the dome of the left atrium. Per the surgeon's report, this too appeared to be a reflection of the patient's poor tissue quality. The hole was successfully repaired with sutures. The patient weaned successfully off of cardiopulmonary bypass, and exited the operating room in stable condition. No additional adverse patient effects were reported.